Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base-plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. The critical dimensions of the insert were checked against ip (B)(4) (rev b) using standard instruments. The dimensions (periphery, locking detail, a-p width, m-l width overall, dovetail, locking dovetail, t-u depth) could not be measured because of the deformation of the insert. Based on the examination of the insert the exact reasons for insert disassociation could not be determined but partial engagement of the anterior locking mechanism was a possible reason. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. No further action is being taken at this time; however we will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that the insert disassociated requiring a revision surgery to correct.